Event description:
Information was received from a patient representative regarding a patient receiving dilaudid and bupivacaine via an implantable pump. The indication for use was spinal pain. It was reported that the patient representative (caller) stated the patient had no provider to oversee the pump. The caller stated they can hear the pump alarming. The manufacturer's patient services specialist (pss) asked but the caller did not know what the alarm was. The caller said the patient used to have a bolus device, but they lost it over the years. The caller mentioned about two months ago, the patient had a catheter dye study done and it was found that there was a blockage in the catheter and the patient wasn't getting the full dose that they were supposed to be getting. The caller mentioned last month they were going to have a revision surgery done, but due to the patient's thyroid being too high, they didn't. The caller confirmed the patient is on dilaudid and bupivacaine. The caller did not have a managing healthcare provider at the time of the call, so pss sent a healthcare provider listing to the patient's email.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8709sc (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2010; ubd:  2012-06-01; UDI: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient representative. It was reported that the cause of the alarm was the pump not being refilled. The patient was still looking for a healthcare provider (hcp). The patient would consider having the pump removed but the patient regained their ability to walk thanks to the pump and would like to continue with the therapy if they can find an hcp. The pump alarm and catheter blockage were still unresolved.

Manufacturer narrative:
Coding was updated/corrected for pli 10. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6. Annex f codes f12 and f1905 are not applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a patient representative indicated that the patient currently had no healthcare provider (hcp); the patient was "released from care" by the last hcp "for no particular reason" and the same provider "blew up the intrathecal catheter that's in there". The reporter mentioned the pump had no medication since 2023. Patient services asked if the pump had saline in it and the reporter stated "no, nothing". The reporter added that, according to the patient, "now it feels like it's burning and kind a like shocking at the pain pump". The reporter mentioned that the pump alarmed every hour or so. Patient services reviewed pump alarm information with the reporter. The reporter had been reaching out to different hospitals and hcps and no one would accept the patient because the "pump has a recall on, it's on the FDA website for a recall, there's serial number and everything". The reporter added that "because of the recall has done tremendous damage to my husband not only mentally but physical". Patient services sent an email to manufacturer representatives for visibility.